Event description:
The user facility reported a system shutdown during a case. It worked after rebooting to finish the case.

Manufacturer narrative:
The evaluation was completed. Replaced defective foot control backup cable. Replaced fiber cable and missing rubber bumper. The reported problem was duplicated. The issue was isolated to a defective foot control backup cable. Once the cable was replaced, the issue was resolved. The laser output was below the acceptable range. After the fiber cable was replaced the output was well within the acceptable range. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.